Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system became unresponsive today after loading an exam in cranial 3.1. The system was rebooted and then itexited the software when the site got to planning. The exam was then loaded onto the other system. While on the call, the site rebooted the software and reloaded the exam in both cranial and the ent software without issue. Unable to replicate on the call. No patient present.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.